Event description:
It was reported that a user experienced low blood glucose while using the ilet bionic pancreas, with nadir approximately 66 mg/dl and device alerts acknowledged, in the context of a 12-hour work shift and self-treatment of perceived lows around 77 mg/dl with oral glucose and partial meals while adjusting meal announcements. Symptoms included shakiness consistent with hypoglycemia. Outcomes included correction with oral carbohydrate without medical intervention or hospitalization. Investigation included troubleshooting and user education with assignment for additional training. Investigation of this case revealed user behavior consistent with overtreatment of lows and lower awake target settings that could contribute to perceived hypoglycemia, though a definitive device-related malfunction was not identified. It was concluded that the event involved hypoglycemia with cause unclear and that additional training was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.